Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. A correlation between the device and the reported event could not be conclusively determined. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a rising lactate dehydrogenase (ldh) level and concern for pump thrombosis. The patient's ldh level peaked at 854 u/l on (B)(6) 2016. Coumadin was held and the patient was started on intravenous bivalirudin. Ldh isoenzymes confirmed the source was cardiac muscle. Pump speed was decreased and a computerized tomography confirmed appropriate positioning of the inflow conduit and outflow graft and the absence of clot. When the patient's ldh level returned to baseline, the patient was bridged back on warfarin and started on persantine. The patient was discharged home in stable condition.